Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 to (B)(6) 2025 with gastrointestinal bleeding (gib). Esophagogastroduodenoscopy (egd)/colonoscopy was unable to find the source, but hemoglobin continued to trend downward even with blood transfusions. The patient passed away at home while on hospice on (B)(6) 2025 at 14:05. The outcome was not considered to be device related. The outcome was related to gib secondary to anticoagulation and ventricular assist device (vad) support. The device parameters were within normal limits for this patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.